Event description:
Information was received from a consumer via a manufacturer representative regarding external device it was reported that  the personal therapy manager (ptm) took about 10 minutes to connect furthermore, when the handset was connected, the communicator turned off. He stated that the communicator was charged. They saw the green light before they began and now it will not turn back on. The rep stated that he did not have a charging cord to see if it would recharge but requested replacement since it was fully charged prior to using it one time. The agent also walked through clearing pds data to speed up connection to the pump.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software; product ID tm90t0, serial# (b(6); product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.